Event description:
Caller reported a malfunction on pump with error code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to mdi as backup therapy to ensure uninterrupted insulin delivery and expressed interest in obtaining an out-of-warranty loaner pump. Cts resolved to replace pump, though pump was out of warranty.